Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. Reportedly, customer not using proper load technique and is using cold insulin. Tandem clinical support informed customer that not following proper load sequence and using cold insulin is off label per the tandem user guide. A new cartridge was loaded to resolve the issue. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge and resumed insulin therapy. Customer¿s blood glucose level was 117 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.